Manufacturer narrative:
PMA/510(k)#: k980580 (syringe) k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd safetyglide¿ insulin syringe with attached needle the syringe shape is distorted and twisted. The following information was provided by the initial reporter: syringe shape distortion and twisted.

Event description:
It was reported that before use of the bd safetyglide¿ insulin syringe with attached needle the syringe shape is distorted and twisted. The following information was provided by the initial reporter: syringe shape distortion and twisted.

Manufacturer narrative:
H.6. Investigation: one photo and one loose 1ml s/t syringe with needle from safetyglide combo package were received, along with package from batch#: 8355914 (p/n: 305903). The sample was visually evaluated. The syringe was observed to have severe damage denting the barrel wall at an angle between approximately 0.3ml and the zero line markings. The damage resulted in removing some of the scale markings as well. The damage observed is rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.